Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. During internal review it was found that the lot number was inadvertently reported to be unknown. However, the lot number was provided; therefore, sections d4 and h4 have been updated to reflect the known lot number. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Patient identifier - requested, not provided. Sex - requested, not provided. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a defective angio-seal vip device. The following information was provided by the user facility: when the doctor attempted to deploy a 6f angio-seal vip device, he found there was no suture when the device was pulled back. Per FDA medwatch: the original intended procedure was a groin closure post heart cath. Manual pressure was held.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator and the guidewire were returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the arteriotomy locator. There was no gross indication that the device had been exposed to blood like substance. The carrier tube assembly was found mated with the hemostatic sheath with the deployment sleeve in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. Functional tests confirmed that the device could be deployed. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." This does not appear to have been followed since the anchor was still found in the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on november 10, 2017. Blood loss was less than 50cc. The patient is alive and well. The procedure was a successful pci. There were no other devices or equipment used with the reported device.